Event description:
Report received of an unspecified number of syringe/clave disconnections resulting in leakage. After connecting a slip-luer tb syringe to the clave port and starting to inject drug, the nurses experienced disconnection and leakage of unknown medications. This event occurred an unspecified number of times while using sherwood-kendall monoject tb syringes with slip-luer tip with clave ports on abbott plum pump sets. It was reported that there were no adverse events associated. Although requested, no further information was available.